Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the harmonic ace instrument involved with this complaint and completed the device evaluation. Failure analysis investigations did not replicate nor confirm the customer reported complaint. The instrument passed the energy recognition by the harmonic ace generator. The instrument was placed and driven on an in-house system. The instrument passed the recognition and engagement tests. The instrument moved intuitively with full range of motion in all directions. The clamp opened and closed properly. The energy delivery test was performed and passed. Energy was delivered when the min and max pedals were pressed. There was no problem detected. There was an additional observation not reported by the site and not related to the reported issue. The instrument was found to have teflon pad damage on the clamp arm. A missing piece measuring roughly 0.032¿ x 0.101¿ in size was not returned with the instrument. The root cause is typically attributed to mishandling/misuse. A review of the procedure log with the information provided resulted in no additional information. In addition, a review of the instrument log showed the harmonic ace instrument (part# 480275-08 / lot# l90210810-0361) was last used on (B)(6) 2022 during a procedure with system (B)(4). The harmonic ace instrument is a single-use device. A review of the submitted image was performed by an isi regulatory post market surveillance (rpms) analyst. The following additional information was provided: the image shows the instrument tip with an intact teflon pad. No conclusive determination can be made based on this analysis. This complaint is being reported due to the following conclusion: failure analysis investigations confirmed a missing piece from the harmonic ace instrument teflon pad. The missing piece could fall inside the patient during the surgical procedure. While there was no reported harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur as unintended fragment(s) falling inside the patient may require surgical intervention.

Event description:
It was reported that during a da vinci-assisted low anterior resection surgical procedure, the harmonic ace instrument gasket slipped, and there was no energy output. Troubleshooting was performed by replacing the instrument to the backup and this resolved the issue. Following this, the user continued and completed the procedure with no further issue reported. No fragment fell into the patient. No known impact or patient consequence was reported. Intuitive surgical, inc. (Isi) has attempted to obtain additional information related to the returned product. However, as of the date of this report, no additional information has been provided.